Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were unexplained power on resets observed in the black box on date of the event (B)(6) 2013. There was no damage found to returned battery cap. Battery compartment has a crack at case seal. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap, no power interruptions were duplicated during this time. No intermittent power issues were experienced with the returned battery cap or pump. The returned battery cap measurements are within specifications. The pump was manually suspended and resumed for the investigation; no power loss was duplicated. Pump was cover was removed; no internal moisture damage or intermittent connections were observed. A pinkish contrast was observed on the display screen. The complaint was confirmed in the pump history but not duplicated during the investigation.